Event description:
Event description boston scientific, crm received information that this pacemaker was observed to have a rate of 30 bpm on a telemetry strip with no right ventricular (rv) pacing. It was suspected to be due to an oversensing issue; however, no noise or oversensing could be recreated. The strip was then reviewed further and it was confirmed to be an oversensing issue. The device was reprogrammed and everything then functioned appropriately. No adverse patient effects were reported. The rv lead was a non-guidant product. Additional information received states that this device has been taken out of service with a reason of normal battery depletion. No adverse patient effects reported from the procedure.

Manufacturer narrative:
This device remains implanted. As a result, boston scientific, crm cannot confirm any allegations against this product. No additional information is available at this time. This event will be reopened if additional information becomes available. The device has been returned and is currently undergoing analysis. The event will be updated once analysis is complete. Upon receipt at our post market quality assurance laboratory, a thorough evaluation of the device was performed. The device was exposed to automated diagnostic tests that verified the performance of pacing, sensing and recording functions of the device and no anomalies were found. This device performed normally throughout analysis, operating as designed.